Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l70454, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the pump was operating incorrectly. The ¿rotor quit and it just shut down.¿ the patient was in pain for several months before the pump was removed. The patient outcome was unknown. The drug being used in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.